Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, stent thrombosis occurred per adjudication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-03224, 2134265-2016-03225, 2134265-2016-03226. (B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) and extending to the distal rca with 100% in-stent restenosis, total occlusion, pre-existing thrombus, and was 36 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 20 mm, 3.50 x 38 mm, 3.50 x 24 mm and another 3.50 x 24 mm pe plus stent. Following post dilatation, residual stenosis was 10%. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient expired. Per death certificate, the primary cause of death was "cardiac arrest " and secondary causes were atherosclerotic coronary artery disease and hypertension. The other significant conditions contributing to death were cardiac stents. No autopsy was performed.